Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that her husband found her unconscious, so he gave her a glucagon injection and called the paramedics. The customer was then taken by paramedics to the hospital. Troubleshooting was performed, and the insulin pump was programed correctly. The prime and high pressure tests passed. The customer stated that she was not sure if she was connected to the insulin pump during the manual prime. Nothing further was reported.